Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the monitor displayed a disconnected icon and the station was offline. The cable at the back appeared bent or damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system monitor shows disconnected icon, and the cable at the back looks bent or cut. A field service engineer inspected network cable with no visible damage; tested multiple wall ports with same errors, connected to a known working outlet and system functioned normally; logged into hardware test application (hta) and tested all drawers with no issues, pharmacy technician confirmed functionality and reconnected the known network port to its medical device. The system functioned as intended after the field service engineer repaired the device.